Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after discharge the patient required placement of a second bard powerpicc line, this time in her right arm, to continue necessary treatment. On (B)(6) 2025, this second powerpicc line malfunctioned and became occluded, as it would not flush properly despite attempted interventions. Medical staff were required to remove the catheter due to its inability to function as intended. This failure was not associated with user error and occurred under clinical supervision. The patient suffered: repeated invasive catheter placements and removals, prolonged physical pain and discomfort, emotional distress, anxiety, and fear surrounding future medical care, and increased medical vulnerability due to disrupted treatment.